Event description:
The affiliate alleged the customer reported consistently elevated thyroid-stimulating hormone (tsh) results, above the normal reference range, for one patient involving unicel dxi 800 access immunoassay system. This is report number eight of eight. The elevated tsh result did not correlate with the patient's clinical condition. The patient sample was tested on an alternate methodology and produced a result within the normal reference range. The elevated result was released out of the laboratory. The patient was prescribed levothyroxine due to the elevated tsh result. The patient's treatment was discontinued due to in toleration to the medication. There has been no report of patient injury associated with this event. The customer supplied beckman coulter, inc. In (B)(6) with the patient sample for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. Prior to this event, this sample was tested after heterophile blocking tube (hbt) was performed by the customer. Hbt helps to determine if the patient has an interferent or heterophile. The customer received a result of 14.0 uiu/ml. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the customer's result was falsely high due to interfering substances in the patient sample. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-02974, 2122870-2011-02975, 2122870-2011-02976, 2122870-2011-02977, 2122870-2011-02978, 2122870-2011-02979, 2122870-2011-02980. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from patients who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in patient samples.